Manufacturer narrative:
(B)(4). Two dilators along with two damaged sheaths were returned: in both sheaths, the silicone risk was no longer retained in the check-flo body. The dilators were correct and unremarkable. A 100% inspection is performed, confirming correct proximal check-flo assembly and that the disc is correctly positioned in check-flo cap. It is also confirmed that the assembly is clean and free of debris and the check-flo fittings are fully snapped and secure. This device is supplied with an IFU, in which it is stated in the precautions section: "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to be valve/introducer may result when the fit is tight." A visual examination of the returned products revealed the reported leakage occurred due to the silicone disk becoming dislodged from the valve body. A corrective/preventative action addressing the silicone disc dislodging from the check-flo fitting was initiated previously based on prior similar complaints. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences.

Event description:
As the sheath was put into place, the valve didn't close and there was severe blood-loss due to the defect of the valve. The second sheath they attempted to use was the same as the first device. The third device was okay. Info was provided that no section of the device remained inside the pt's body; thus the pt did not require additional procedures due to this occurrence. The complainant did not report that the product caused or contributed to the adverse effect.